Manufacturer narrative:
No devices were returned for evaluation.

Event description:
A doctor reported that she had post-operatively assessed a patient that had been injured during a previous procedure with a different surgeon. Reportedly, there was a large sphenoid sinus mucocele filling the sphenoid sinus, eroding bone, and distorting anatomy. The injury occurred while using a medtronic drill with the 15 degree choanal atresia bur at 12,000 rpm. The doctor did not believe this was a malfunction of equipment in any way. But stated it was a situation where anatomy was distorted and a known possible (but rare) complication occurred. There was a small injury to the internal carotid artery but the patient has done very well without any neurologic deficits. The doctor also noted that fused CT/MRI was not available for use in the case at this particular facility. The surgeon in the initial case whereby the injury occurred was contacted but has not provided any additional information.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.